Manufacturer narrative:
Concomitant medical product: 4592-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead fractured. The lead was explanted. No patient complications have been reported as a result of this event.